Event description:
On (B)(6) 2014, the pt underwent a trial procedure. During the procedure, the lead intended for use was tested and showed invalid impedance. Troubleshooting to provide resolution was unsuccessful. As a result, another lead was used to successfully complete the procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.